Event description:
Bayer case number: (B)(4). Extreme pain lower back [low back pain]. Lower abdominal pain [lower abdominal pain]. Large blood clotting also long-lasting heavy bleeding [genital bleeding]. Large blood clotting also long-lasting heavy bleeding [abnormal menstrual clots]. My autoimmune disorders became prevalent and have gotten worse after this [autoimmune disease flare up]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of back pain ("extreme pain lower back"), abdominal pain lower ("lower abdominal pain"), genital haemorrhage ("large blood clotting also long-lasting heavy bleeding"), abnormal menstrual clots ("large blood clotting also long-lasting heavy bleeding") and autoimmune disorder ("my autoimmune disorders became prevalent and have gotten worse after this") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 228 days after essure insertion, she experienced back pain (seriousness criterion hospitalisation), abdominal pain lower (seriousness criterion hospitalisation), genital haemorrhage (seriousness criterion hospitalisation), abnormal menstrual clots (seriousness criterion hospitalisation) and autoimmune disorder (seriousness criterion hospitalisation). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to back pain, abdominal pain lower, genital haemorrhage, autoimmune disorder or abnormal menstrual clots. The reporter commented: additional context: I am trying to find a way to get in on the lawsuit and claim due to the severity of damage and pain that this birth control has caused to my body and also mentally but I wanted it noted that I did reach out to you I had to do it this way because my phone calls were never returned. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Extreme pain lower back [low back pain]. Lower abdominal pain [lower abdominal pain]. Large blood clotting also long-lasting heavy bleeding [genital bleeding]. Large blood clotting also long-lasting heavy bleeding [abnormal menstrual clots]. My autoimmune disorders became prevalent and have gotten worse after this [autoimmune disease flare up]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of back pain ("extreme pain lower back"), abdominal pain lower ("lower abdominal pain"), genital haemorrhage ("large blood clotting also long-lasting heavy bleeding"), abnormal menstrual clots ("large blood clotting also long-lasting heavy bleeding") and autoimmune disorder ("my autoimmune disorders became prevalent and have gotten worse after this") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 228 days after essure insertion, she experienced back pain (seriousness criterion hospitalisation), abdominal pain lower (seriousness criterion hospitalisation), genital haemorrhage (seriousness criterion hospitalisation), abnormal menstrual clots (seriousness criterion hospitalisation) and autoimmune disorder (seriousness criterion hospitalisation). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to back pain, abdominal pain lower, genital haemorrhage, autoimmune disorder or abnormal menstrual clots. The reporter commented: additional context: I am trying to find a way to get in on the lawsuit and claim due to the severity of damage and pain that this birth control has caused to my body and also mentally but I wanted it noted that I did reach out to you I had to do it this way because my phone calls were never returned. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.